Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician advanced a 330cm rotawire guide wire to the lesion and then began advancing a 1.50mm rotablator rotalink burr but encountered mild resistance near the target lesion. The physician attempted to continue advancing the burr using dynaglide mode but due to the resistance stopped the rotation of the burr. When the burr speed was approximately 60,000 rpms the rotawire guide wire fractured without coming into contact with the burr. When the rotawire guide wire fractured, the burr jumped and a dissection occurred in the left main coronary artery - proximal lad. Cardiac tamponade occurred and a drainage tub was inserted into the patient and the patient stabilized. The wire fragment was removed during CABG. Patient status is reported as stable.

Event description:
Same case as: 2134265-2011-01627. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician advanced a 330cm rotawire guide wire to the lesion and then began advancing a 1.50mm rotablator rotalink burr but encountered mild resistance near the target lesion. The physician attempted to continue advancing the burr using dynaglide mode but due to the resistance stopped the rotation of the burr. When the burr speed was approximately 60,000 rpms the rotawire guide wire fractured without coming into contact with the burr. When the rotawire guide wire fractured, the burr jumped and a dissection occurred in the left main coronary artery - proximal lad. Cardiac tamponade occurred and a drainage tub was inserted into the patient and the patient stabilized. The wire fragment was removed during CABG. Patient status is reported as stable.

Manufacturer narrative:
Device evaluation: the device was received in two pieces. Examination of the returned device revealed that the device is fractured 313.5cm from the proximal end and the distal end is damaged. There are several kinks along the body. Measurements of the outer diameter were taken and all measurements met specification. The fractured section was sent to mtac lab for fracture analysis and the conclusion of their analysis was that the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(4). (B)(4).